Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6)2022, it was observed that the side effect electrode device would indicate frequently ¿press mode to use¿ immediately after the start of use. According to the report, there seemed to be a poor connection that when the surgeon pressed the arrow in the middle, the electrode could be used for a while. But it immediately had a poor connection that it could not be used. It was further reported that ¿cut/coag stuck¿ was displayed some times and could not be used. Another like device was used to complete the procedure within 30 minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the first photo the display showed ¿press mode to use¿ and for the second; it displayed cut/coag stuck. Based on the error showed, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device u2111003, and no non-conformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. It was not possible to test functionality to confirm the functional issue. The photos provide evidence to confirm the complaint. Without physical analysis, we cannot discern a root cause for the issue experienced by the customer. A root cause cannot be established. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.